Event description:
During the insertion in the patient's eye, the lens haptic came out backward. The lens was removed and replaced with no patient injury.

Manufacturer narrative:
This form was completed by the manufacturer.